Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was a more than 14 cm offset between the laser line and the beginning of the 2d images. There was no patient impact reported and no delay to surgery.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system passed mechanical tests, imaging modalities and system inspection. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.